Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. Customer experienced diabetic ketoacidosis and a blood glucose (bg) level that was high, however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.